Event description:
Additional information was received stating that the access site was the right common femoral artery. Initial flushing of the marker lumen prior to use was successful. The guide and introducer were replaced and angiography was performed, without alteration of the artery in question. Another attempt with the same proglide device was made but was unsuccessful. Manual arterial compression was applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Factors that contribute to marker lumen blockage/no pulsatile flow from the marker lumen, include, but not limited to, manufacturing, low blood pressure, a blood clot, tissue interference, under insertion/the marker port not being in the arterial lumen, improper insertion angle/the marker port against the patient artery, a small patient vessel diameter. The investigation was unable to determine a conclusive cause for the reported complaint; however, the subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted using a proglide device with a 6f sheath after an aneurysm embolization interventional procedure. Reportedly, when introducing the proglide device, there was no blood return on the marker lumen. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.